Event description:
The rptr stated that pt was to have an MRI under anesthesia. The pt's arm PICC line was connected for propofol infusion. The bolus and drip were set up and given by the anesthesiologist. The pt was on 3l of oxygen by nasal cannula, and pt's o2 saturation was at 97%. Approx 20min into the scan, the pt's o2 saturations dropped into the 50s, the heart rate slowed to the 30s, and ectopi was noted on the monitor. The scan was stopped, and the pt was noted to be apneic. The pt was revived and transferred to ICU.